Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. Concomitant medical devices: mitraclip system, steerable guide catheter, 2 additional mitraclips implanted. The mitraclip remains in the antomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from one leaflet and remained attached to the other leaflet, requiring intervention. The patient died post procedure. It was reported that the mitraclip procedure was performed in (B)(6) 2015; however, the specific date is unknown. One mitraclip clip was implanted. After deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Two additional clips implanted for treatment. One week post-procedure, during a follow up appointment, the patient was reported to be progressively weaker and appeared anemic. Two weeks post-procedure, patient went to the emergency room (ER) as she felt worse. ER physicians stated that her "blood cells were being popped" due to the slda clip. During a follow up visit, the decision was made to plan mitral valve replacement surgery in 4 weeks; however, the patient died on (B)(6) 2015 due to cardiomyopathy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the challenging valve anatomy (prolapsed valve) likely contributed to the reported single leaflet device attachment. The patient expired due to cardiomyopathy which is a preexisting condition. The patient effects of hemolysis and death, as listed in the as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch filed, additional information received: the initial mitraclip procedure was performed on (B)(6) 2015.